Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. There is no evidence that this condition could be related to a manufacturing issue. Taking into consideration that as per customer report the catheter balloon experienced significant friction with the non-edwards contamination shield, resulting a whole in the balloon, the issue could possibly be related to the use of the device during device preparation. It was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction, such as balloon inspection and leak and flow test. Nevertheless, an acknowledgment related to the complaint was provided to the manufacturing personnel.

Manufacturer narrative:
The swan-ganz catheter was received by the product evaluation laboratory for a full examination. Customer report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Returned unit and non-ew contamination shield were examined, missing balloon ruptured fragment was not returned. All through lumens were patent without any leakage or occlusion. No other visible damage was found from the catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preparation, this swan-ganz catheter balloon experienced significant friction with detached plastic from the non-edwards contamination shield, resulting in a hole in the catheter balloon. There was no allegation of patient injury. Patient demographic information unable to be obtained. The swan-ganz catheter was received by the product evaluation laboratory for a full examination. The balloon was found to be ruptured at central area. The missing balloon ruptured fragment was not returned.